Manufacturer narrative:
The insulin pump was passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump was passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with a water fill test reservoir. Several boluses were programmed and delivered. The units left at display properly and match units left at test reservoir. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had run low. She stated that she woke up in the middle of the night with high blood glucose and treated. When she woke up again, it was still high, so she treated and changed the set. Later she noticed the blood glucose dropped to 40 mg/dl. She suspend the insulin pump and treated and got it back up to 116 mg/dl and later it had dropped back down to 60 mg/dl. The customer treated with food. The drive support cap appeared normal. The reservoir showed less insulin than was shown on the status screen. 37.4 units were on the status screen, but only 20 units were in the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in with questions regarding carelink. The customer stated that she recently spoke with a representative about an experience she had with the pump overdosing. The customer just wanted to touch base with someone regarding that incident. The customer stated that the pump gave her 17 units of insulin on its own, and she wanted her pump replaced with a new one because she will be taking a trip soon and does not trust a refurbished pump. The customer was transferred to a supervisor for further discussion regarding her request.